Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out of range shock impedance measurements above 200 ohms on the non-(B)(6) right ventricular (rv) lead. Technical services (ts) was consulted, and upon review it was noted that there was noise on the rv lead and non-(B)(6) left ventricular (lv) lead, causing oversensing and pacing inhibition on the lv channel. Possible loss of capture (loc) and a suspected fracture was also noted on the rv channel. Ts advised on further in office evaluation of the system. As a result, this crt-d system was reprogrammed with tachy therapies off and to exclude the rv lead. No additional adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).